Event description:
The customer reportedly received the following results on the accu-chek aviva system within 10 minutes: 109mg/dl, 218mg/dl, 324mg/dl, 85mg/dl, 94mg/dl, 68mg/dl, 165mg/dl and 71mg/dl. No reported actions taken. No adverse event reported with back-to-back results. New system sent to customer and return requested.